Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was squirting out insulin during the prime process. The customer stated they were getting random no delivery alerts, the pump was losing settings with new battery insertion, and it was taking a long time to restart the pump after new battery insertion. No harm requiring medical intervention was reported. Troubleshooting was not completed as the customer declined. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test. Pump primed properly. No excessive no delivery or occlusion alarm noted. No unexpected low battery alarm anomalies noted. (B)(4).